Manufacturer narrative:
Results: a sample investigation was not conducted on this device as the safety mechanism failure is a confirmed complaint. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: the customer's reported defect is confirmed as a manufacturing deficiency. Remedial action required: CAPA (B)(4) was initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions for the reported safety mechanism failure..

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after pressing the safety activation button of a 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter, the needle did not retract. There was no report of injury or medical intervention.